Event description:
During treatment the bloodline seperated at the saline connection t clamp. In speaking with the clinical manager at the facility in 2004, mgr stated that the saline line had completelt "fallen off" the mainline. The line was immediately clamped and the blood loss to the pt was minimal (approx. 50cc's). The line was removed and replaced and dialysis resumed without further incident. The sample is not available for eval.